Manufacturer narrative:
The facility staff member reported that the sara plus was standing in the lounge when the smoke and the flames started to come out. The staff members used dry powder to extinguish the fire. It was not used for patient transfer when the malfunction occurred. No harm or other damage was reported. The involved device was removed from use due to unusable condition and was evaluated by an arjo representative. The plastic covers and pcb were melted, internal wiring was burnt. According to arjo representative who conducted the device inspection, fire probably began within the pcb plate. Based on the photographic documentation, the mast covers and pcb were covered by soot and significantly damaged. The product return for further technical evaluation was not possible, therefore the exact root cause could not be drawn. In (B)(6) 2019 this device was involved in flooding during which it was partially submerged in approx. 25 cm of flood water and repaired later on by a third party. In (B)(6) 2019 arjo representative performed service and sara plus was fully functional at that time. Apart from this one visit, arjo has not serviced this device. When reviewing reportable events registered for sara plus active floor lift, during the last 5 years we have not found any similar complaints related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. The device was not being used with a resident at the time of the incident. No injury was sustained. The device was not up to its specification. Arjo, taking a cautious approach, has decided to report this issue due to significant signs of fire marks on the involved device and indication of visible naked flames reported by the customer.

Manufacturer narrative:
Arjo service technician visited the customer to inspect the device and take photos. All plastic covers and pcb were melted, internal wiring was burnt. The device was not possible to be repaired. Investigation is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
The customer reported that the sara plus was put aside when the staff members noticed the burning smell and saw flames coming out of the unit. The device was pushed outside and dry powder was used to extinguish it. No injury or damage occurred.